Event description:
The facility rep reported an infusion pump with a keypad on channel c that is not working. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.